Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously applied conclusion code is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on 2017-mar-09 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving dilaudid [5.0 mg/ml] at a dose of 2.1982 mg/day and bupivacaine [15 mg/ml] at a dose of 6.595 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the representative got a call from the clinic at 1:30 p.m. As the patient w as brought in urgently to the clinic with reported signs of withdrawal including shaking, chills, diarrhea, and dramatically increased pain. The pump was alarming and pump interrogation showed ¿motor stall without reset.¿ it was noted that the logs included showed stall on (B)(6) 2017 at 00:45. The patient called the clinic in the morning and was brought in for evaluation. Once the pump was interrogated, the patient was scheduled for operating room (or) to replace. The pump was replaced at 5:30 p.m. And logs included show motor stall recovery at 16:16. It was indicated that there was no magnetic resonance imaging (MRI) at the time of the stall. Surgical intervention was taken to resolve the issue was the pump was replaced the same evening of the day that the motor stall occurred in the morning. The pump was completely explanted and replaced and would be returned by the field contact. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the reported symptoms and surgical intervention. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.